Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) lead. The patient is pacemaker dependent. Surgical intervention was was performed. The rv lead was capped while the device remains in service. It is unknown if there was any asystole and/or adverse patient effects.